Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the blue valve in this IV extension set did not bounce back out so fluid/blood leaks from it after a syringe is disconnected from it." An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the needle- free connector malfunctioned last week when the blue valve did not push back out. Although requested, there were no further details or information provided and no report of harm.